Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose of 487 mg/dl. The customer stated that he was trying to calibrate and the insulin pump would not accept the calibration. It was explained that is was due to the high blood glucose reading and he would be able to calibrate until treating and blood glucose level goes down. The customer was assisted with turning the sensor feature off. The device will not be returned for analysis.